Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025 the patient reported that the ilet device display did not power on while the ilet mobile app showed insulin delivery was continuing and the device was charged. The patient did not experience any injury and insulin therapy continued without interruption. The device will be replaced, and no long-term health effects were reported.